Event description:
The patient reported they met with a manufacturer representative (rep) the week prior to the report who adjusted their settings, and when they got up the next morning, they were feeling shocking from their knee to the eyebrow. It was noted that the doctor just okayed it for the rep to check out the patient. It was stated the patient had access to programming and chose to decrease stimulation. They connected the patient programmer (pp) to the right chest, and it was on/ok at 3.50 and turned it down to 3.30. They connected the pp to the left chest, and it was on/ok at 4.0 and turned it down to 3.60. Following the change, the patient said everything was copacetic. The patient was implanted for essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.